Event description:
It was reported that several stored vt/vf aborted episodes were observed. Review of episodes revealed noise on v sense/pace and rv coil to can egms. The lead remains implanted.

Manufacturer narrative:
No medwatch form was received.